Manufacturer narrative:
This report is being submitted as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) system was reprogrammed. It was also noted that oversensing was not observed. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator upgrade procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an asystole of five seconds. This occurred when the crt-d was programmed left ventricular (lv) lead only. Technical services (ts) stated that lv lead only programming is not recommended in a dependent patient. Ts suspected that the lv channel exhibited loss of capture (loc), oversensing, and inadequate pacing treatment. No additional adverse patient effects were reported. This lv lead remains in service. Additional information was received that this crt-d system was reprogrammed. It was noted that oversensing was not observed on the lv channel. No additional adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that during a generator upgrade procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced an asystole of five seconds. This occurred when the crt-d was programmed left ventricular (lv) lead only. Technical services (ts) stated that lv lead only programming is not recommended in a dependent patient. Ts suspected that the lv channel exhibited loss of capture (loc), oversensing, and inadequate pacing treatment. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.